Event description:
It was reported that when the patient was being transported to an appointment, the ventilator had reset three or four times with an audible alarm. When each event occurred, the rt hit the reset. No patient harm reported.

Manufacturer narrative:
The manufacturer was unable to duplicate the reported problem. The ventilator passed an extended test run using the customer¿s ventilator settings. During the ltv final test, the ventilator had a slight non-conformance with the peep pilot pressure test. This slight non-conformance would not result in a failure to ventilate properly. Internal inspection did not reveal any anomalies with the ventilator. A review of the event trace revealed multiple ¿ln vent1¿ alarm conditions ranging from (B)(6) 2015. All other event trace entries are consistent with normal ventilator operation. It is recommended that the power board be replaced as a precaution.